Event description:
Pt has fallen asleep with a cigarette in his mouth. His granddaughter awoke & saw that the cigarette had burned a hole in the cannula & caused a flash fire. The pt was using a oxygen concentrator. Pt sustained severe burns to his hands, arms, neck, head & face.